Manufacturer narrative:
The report of the use of delay options and time changed was confirmed in the pcu event log. The pcu event log shows pump module s/n (B)(4) was previously programmed to infuse drugid 105 at 5:51 pm on (B)(6) 2020. At 6:31 pm on (B)(6) 2020, the system was powered on. At 6:32 pm, the system connected to the server and the time was updated to the server time. At 6:32 pm, the user restored the previous infusion of drugid 105. The user changed the rate to 8.8ml/hr and changed the vtbi to 176ml. The user started the infusion. At 1:44 am on (B)(6) 2020, the user selected delay options to program a delay until. The user then selected change time and changed the time to 6:30 am. The pcu event log shows the changed time was due to user entry. The pcu is designed to allow the time to be modified by the user to correct discrepancies when needed. The device was being used for treatment. The device was not returned for investigation. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the device was brought to biomed shop on (B)(6) 2020 after the clinician noticed an incorrect date and time on the device. Although requested, additional information was not provided. During a non-bd review of the logs, it was noted that the device time of day was modified on (B)(6) 2020 from 1:44am to 6:30am.